Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The ms pump tubing was cut down to the pump block, and the tubing was returned attached to the two cylinders; the reservoir kink resistant tubing (krt) was not returned for analysis. The ms pump passed leak test and functional test requirements. Both cylinders exhibited holes in the middle of the cylinder consistent with sharp instrument interaction, and wear was observed at the fold in the middle of the cylinders. Both cylinders had a leak from sharp instrument in the middle of the cylinder. The ms pump krts with strain relief were attached to both cylinders, and no holes were identified in these components. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. Based on the information available and analysis results, the sharp instrument damage observed on the device was considered a secondary condition; therefore, the allegation of a mechanical issue and a cylinder hole/perforation could not be confirmed. As a clear probable cause for the event could not be established, the conclusion code of unable to exclude device problem was assigned.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole, so both cylinders and the pump were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforation and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole, so both cylinders and the pump were replaced. There were no patient complications.